Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg pocket site. Subsequently, the patient underwent surgical intervention where the ipg was relocated. It was also noted 2 model 3386 extensions were implanted. Follow-up information revealed the patient's pain at the ipg pocket site has improved postoperative and the issue is now resolved.